Manufacturer narrative:
The company representative examined the system, confirmed the customer reported event, and replaced the ultrasonic (us) controller printed circuit board (pcb). Preventative maintenance was performed. The system was then tested and met product specifications. The us controller pcb was returned for evaluation. Additional information regarding product evaluation is pending. The root cause has not been determined at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the handpiece stopped working during the phaco portion of the case. The handpiece was exchanged, but the problem persisted. The system was exchanged and the surgery was completed. There was a delay of approx 35 minutes. There was no harm to the patient reported.